Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to e1. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the indicator on the front panel did not light up due to a faulty main board. As to the cause of the defect, it is likely that it occurred due to long-term use starting from manufacturing. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. And the customer's allegation was confirmed. It was observed, that the indicators on the front panel did not light. And the keys did not work, with noise inside the device, due to defective main board. The main board was reinstalled. And the fault disappeared. The investigation is ongoing. And a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The user facility reported to olympus, that the visera elite xenon light source's front panel switches were not working. There was no procedure involved. And therefore, no report of delay or patient harm. The subject device is an olympus loaner device.